Event description:
During lap chole a piece of grasping forceps broke off. It was undertermined if it was left in the pt. It appeared the "bold/rivet/bushing" at the fulcrum of the dissector was missing. The grasper was unable to open or close.